Manufacturer narrative:
The cycler was not available for an investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) patient's nurse reported the patient's treatment details for the previous night: drain 0.278ml. Fill 1: 1996ml, drain 1: 1479ml; fill 2: 1999ml, drain 2: 2080ml; fill 3: 1998ml, drain 3: 177ml; fill 4: 1999ml, drain 4: 4018ml. The reported drain volume of 4018ml was 201% over the expected drain volume which resulted in a reportable device malfunction. The pdrn stated the patient completed treatment and no alarms were mentioned. The patient did not require medical intervention or treatment as a result of the overfill. The patient's cycler was replaced.